Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, heterotopic ossification was noted along the lateral joint line. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, heterotopic ossification, soft tissue abnormalities and fluid were noted. The fluid was located in the posterior lateral quadrant and measured 18.2 x 35.5 x 5.1 mm. These findings were found due to follow up testing. Patient further reported limping and knee/ankle problems. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay correct initial reporter and product identification, which was unknown at the time of the initial medwatch.